Event description:
It is reported that the device was implanted in 2002. The device was revised six days later, where it was found the polyethylene was broken on the central spike.

Manufacturer narrative:
Eval summary: the age, and activity level of the pt are unk. X-rays were not available for review. The cause of the spine fracture could not be definitely determined based on the available info. Eval: results and conclusions: scanning electron microscopy analysis on the fractured articular surface showed striated features indicating fracture occurred by fatigue. The direction of crack propagation is from the anterior to posterior side. Wear damage on the articulating surface and backside surface was documented. The articulating surface showed few pits and material removed from the surface. Foreign particles seen on the surface showed c, o, na, cl and k elements. Energy dispersive spectroscopy analysis of the insert material showed a carbon (c) peak typical of uhmwpe. The mfg records show that the device was mfg and packaged to specs.